Event description:
See h10.

Manufacturer narrative:
This complaint includes data related to the intraoperative complication only. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to loosening and migration of glenoid and fracture of the baseplate.

Manufacturer narrative:
D10: medical products: anatomical shoulder, humeral stem, cemented, 12, 100 mm; catolog#: 01.04211.123; lot#: 3015699; anatomical shoulder reverse, humeral cup, 0, retro; catalog #: 01.04223.100; lot#: 3032165; unk cup extremities impl win gen; catalog #: unknown; lot#: unknown; tm reverse 36mm glenosphere; catalog #: 00-4349-036-11; lot#: 64463135; tm rvs base plt 15mm post +0; catalog #: 00-4349-015-00; lot#: 64612803. Therapy date: (B)(6) 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on apr 21, 2021. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: unknown glenoid extremities impl win gen; item# unknown; lot# unknown, unknown baseplate extremities impl win gen; item# unknown; lot# unknown, unknown cup extremities impl win gen; item# unknown; lot# unknown. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and was revised due to loosening/migration of glenoid and fracture of baseplate.